Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that it was impossible to adjust any parameter on the touchscreen; part of the screen did not react to touch anymore. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. Philip's technical support provided the customer with a resolution to the issue via email. No further information has been received from the customer regarding the repair of the device. No parts were received at philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. Philip's technical support provided the customer with a resolution to the issue via email. No further information has been received from the customer regarding the repair of the device. No parts were received at philips for evaluation, therefore, a root cause could not be established.